Event description:
It was reported while using bd nexiva diffusics 24g x 0.75 in leakage occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: we have been coming across IV caths that are leaking in use. We have had at least 4 leaking while in use on a patient.

Manufacturer narrative:
Nvestigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva diffusics 24g x 0.75 in leakage occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: we have been coming across IV caths that are leaking in use. We have had at least 4 leaking while in use on a patient.